Event description:
It was reported that the rotawire broke and was stented in the vessel. The target lesion was located in the left anterior descending artery (lad). A 330cm rotawire and a 1.50mm rotaburr were selected for use. During the procedure, the rotawire was delivered to the lesion; however, it was noted that there was difficulty approaching the wire to the lesion as it was very tortuous. The physician attempted many times and the rotawire was past over the lesion. Then, a 1.50mm rotaburr was used to "debuck" the lesion. When the physician finished "debucking", it was further noted that the tip of the rotawire was broken in the distal vessel. Consequently, a 2.75x38mm and 3.5x24mm synergy stents were used to overlap then cover the detached rotawire. No further patient complications were reported and the patient's status was stable. It was further reported that the lesion was severely tortuous and heavily calcified which may have caused the rotawire tip fracture.

Event description:
It was reported that the rotawire broke and was stented in the vessel. The target lesion was located in the left anterior descending artery (lad). A 330cm rotawire and a 1.50mm rotaburr were selected for use. During the procedure, the rotawire was delivered to the lesion; however, it was noted that there was difficulty approaching the wire to the lesion as it was very tortuous. The physician attempted many times and the rotawire was past over the lesion. Then, a 1.50mm rotaburr was used to "debuck" the lesion. When the physician finished "debucking", it was further noted that the tip of the rotawire was broken in the distal vessel. Consequently, a 2.75x38mm and 3.5x24mm synergy stents were used to overlap then cover the detached rotawire. No further patient complications were reported and the patient's status was stable.